Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed one low flow alarm; however, a specific cause for this finding could not be conclusively determined. Additionally, the reported "thumping" sensation in the patient's chest could not be confirmed. The submitted system controller event log files captured one transient low flow alarm on (B)(6) 2023. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no further information was provided. The patient remained ongoing on heartmate 3 lvas with no further related issues, until ultimately receiving a heart transplant in (B)(6) 2023. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of heartmate 3 lvas. This section provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Section 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction", and section 8, ¿handling emergencies¿, of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with ventricular tachycardia (vt). It was later communicated that the patient had an implantable cardioverter-defibrillator (ICD) placed during the admission. It was later communicated that within 30 minutes of discharge, the patient was sitting upright in their vehicle and began having low flow alarms. Associated with the low flows was dizziness, lightheadedness, visual disturbance, and a "thumping" sensation in the chest. Upon arrival to the hospital, the patient's heart rhythm was baseline. The patient reported that the symptoms only occurred while sitting upright.